Event description:
It was reported that an asymptomatic patient presented in clinic for follow up with the pulse generator exhibiting backup vvi mode. The device was explanted and replaced on (B)(6) 2014.